Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 377860, lot# v009846, implanted: (B)(6) 2006, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 377860, lot# v009846, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) stopped working. Their constant, chronic pain had become severe so they tried to adjust their device, but they were unable to. The ins was charged up. They noted having four electrodes; they did not feel stimulation in electrodes 1, 3 and 4 and only felt stimulation in electrode 2. They had turned the voltage down to 0 v and then all the way up to 10.5 v and only electrode 2 worked. Information received later reported that the patent was having issues with impedances; contacts 11, 13 and 14 had impedances over 10,000 ohms. The manufacturer representative (rep) tried to program around those contacts for the patient, but the coverage was very intermittent. As a result, the patient had increased pain. The rep directed the patient back to their physician for review and possible lead revision. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.